Manufacturer narrative:
No evaluation conducted to date, awaiting receipt of device. (B)(4). (B)(6).

Event description:
It was reported that during a meniscal repair procedure, t2 would not deploy from the device. T1 and t2 were successfully removed from the patient and a backup device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
The device is in used condition and has evidence of surgical remains attached. T1, t2 and full suture are still attached to device. The delivery needle is slightly bowed. Upon higher magnification t1 has tissue wedged under and lifting the anterior tip of t1 out of the delivery needle. This appears to have wedged t1 in that location. Additionally the bend in the device may also have contributed to the non deployment of t2.